Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's evaluation is completed.

Event description:
It was reported that the patient presented with inr (international normalized ratio) below target and elevated map (mean arterial pressure). He was admitted to the hospital with a minor ischemic stroke. The patient's ldh (lactate dehydrogenase) had been trending up, above the patient's baseline, but still below three times the uln (upper limit of normal). Log files were sent for review, and technical services noted that there were no unusual events in the log file. It was later reported that the patient recovered well from the stroke, with only mild deficit, and was discharged home within a few days. There was reportedly no clinical or echocardiographic evidence of pump malfunction or thrombosis. The ldh plateaued at about 2-2.5 times the uln. The healthcare team focused on lowering the map and keeping the inr in the upper range. The patient is to be monitored over the next few weeks to months. No other treatment was provided.